Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Our field service engineer received a call from the hospital to report that the safety valve test failed during pre-use check. He found the fault and replaced the safety valve pull magnet to eliminate it. The pull magnet was returned for investigation. The evaluation of received device logs showed that system software was upgraded on the date of event and that the breathing safety valve test failed twice. An inspection of the returned pull magnet did not show any anomalies. Mechanically the shaft slid easily and electrical contacts and wires were firmly attached and looked good. Resistance measurement of the returned pull magnet showed that is was electrically functional. When tested in the reference ventilator, the pull magnet worked according to its specification. Several pre-use checks and additional safety valve tests passed. Simulated use test ventilation ran for four hours without issues. The reported issue may have been within the inspiration section and gotten resolved during the pull magnet replacement, but this could not be confirmed. The conclusion in this matter is that the reported safety valve test failure during pre-use check was resolved by replacing the safety valve pull magnet. During the investigation, the pull magnet worked without issues.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. (B)(4).